Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete prime was observed in a small volume infusor. The reporter stated that saline did not come out from the distal end of luer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: november 12, 2016 ¿ november 14, 2016. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.